Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was repositioned. This did not resolve the problem. At a later date the lens was exchanged for a same model, similar power, opposite toric meridian but longer length lens. The problem was resolved. Cause of the event is unknown. H3 - device evaluation: the lens was returned dry in a microcentrifuge tube. Visual inspection found the lens haptic bent. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6 - 4581: rotation. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was repositioned. This did not resolve the problem. At a later date the lens was exchanged for a same model but longer length lens. The problem was resolved. Cause of the event is unknown.